Event description:
Treatment of an aneurysm. It was reported that the catheter ruptured approximately 2cm from the distal tip during onyx injection. No patient injury reported.same event as MDR# 2029214-2012-00020.

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 3.4 cm from the distal tip. The appearance of the catheter is consistent with a rupture caused by over-pressurization as a result of an undetected kink or other obstruction within the catheter. (B)(4) catheter rupture. (B)(4).